Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 04/14/2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Summary: one needle-suture piece of product was received for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needles and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned to determine the assignable cause. As no conclusion could be reached as to what may have caused the reported incident as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.

Event description:
It was reported that the patient underwent a surgery of lumbar spondylolisthesis on (B)(6) 2020 and the barbed suture was used. During the procedure, the fixation feature detached from the suture. There were no patient consequences reported. No further information is available.